Event description:
Boston scientific received information that this patient has been feeling very flushed, tired and has felt his heart racing. Device evaluation noted two non-sustained ventricular tachycardia (nsvt) events which look like noise. The patient was not moving at the time and is mostly stationary. The caller tried some light pocket manipulation and did not see anything. Measurements have remained stable and unchanged since implant. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the device data and noted some small deflections which are being oversensed but do not cause any pacing inhibition as the patient's underlying rhythm comes through. The caller will perform additional testing and will continue to monitor this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.